Event description:
The event is reported by the purchasing staff from (B)(6) hospital. It is reported that when the end user was attempting to insert the catheter, it caused bleeding and that the end of the catheter looks pointy.

Manufacturer narrative:
The device sample was not returned for evaluation at the time of this report.